Manufacturer narrative:
(B)(4). The customer reported a defib failure. There was no reported pt involvement. The device was evaluated at philips. The symptom was clarified as the device failing the defib test in opcheck. The issue was localized to the therapy pca.

Event description:
The customer reported a defib failure. There was no reported pt involvement.